Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited failure in light transmission, dents on distal edge, broken light guide prong and broken fibers. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the complaint is traced to component failure. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.